Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg stopped communicating with external after the patient had hip replacement surgery on (B)(6) 2019. A manufacturer representative attempted to connect with the ipg, but was unable to and the ipg was deemed inoperable. As a result, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.